Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events: 6 events were reported for this quarter.   Product return status: 5 devices were received for evaluation. 1 device was available for evaluation but has not yet been received.   Evaluation status: 1 reported event was confirmed during testing. - 1 device was found to be affected by corrosion. 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by corrosion. 1 reported event was not confirmed during testing; the device was found to be within specifications. 2 device evaluations are in progress.   Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 6 total events were initially reported. 6 previously reported events are included in this follow-up record.   Product return status 4 devices were received. 2 devices were not available for evaluation.   Event confirmation status 1 reported event was confirmed; the cause traced to component failure. 3 reported events were not confirmed. Evaluation results 3 devices were found to be affected by corroded bearings. 1 device had no device problem found.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact.